Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system is displaying recurring communication errors and not making x-rays. No patient injury was reported.